Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels (300- 400 mg/dl). The customer had changed out the supplies and given a correction bolus with the pump to address the bg level. The customer stated that the insulin may have gone "bad" but was unsure of the cause of the bg levels. Tandem technical support advised to consult with their healthcare provider regarding the high bg level.